Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the connection point of the set filter and dialysate port was cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed dialyzer housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed in the "connection between the filter and the back panel "of a prismaflex m150 set during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11. H11: the following additional information was provided by the customer. The event that occurred was related to device damage and no "water droplets" were observed. A report of a damaged, cracked or broken prismaflex set in the absence of a leak would prevent the device from being used or result in delay in therapy. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.